Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17701825l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: 1.non biosense webster inc. - cryoballoon ablation catheter; 2.carto 3 system, us catalog #: m-4800-01, serial #: (B)(4); 3. C3 ez steer cs with auto ID, us catalog #: bd710fj282ct, lot# 17722141m; 4. Soundstar catheter, us catalog #: 10439236, lot#: g9047909. (B)(4).

Event description:
It was reported that a male patient underwent a cryoballoon ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac arrest (requiring full code protocol) and death. During the procedure, the patient suffered a cardiac arrest. Full code protocol efforts were unsuccessful. Patient did not require extended hospitalization as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. Physician¿s opinion regarding the cause of death is that it was a reaction to anesthesia. No radiofrequency energy was applied, as this was a cryoballoon ablation procedure. Since this adverse event resulted in the patient¿s death, it is MDR reportable.